Event description:
It was reported that one day post-implant, the patient experienced diaphragmatic stimulation. A lead warning occurred on the right ventricular (rv) lead. A polarity switch and no capture were noted. The bipolar impedance was high at implant. Follow-up was performed which indicated that the patient had a "lead migration procedure" performed two days post-implant and has been fine since the procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).